Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatectomy procedure, the device did not fire, the surgeon able to press the green button, but unable to squeeze the handle. A "bang" sound was heard, they replaced another gun however, the device was still unable to be fired. The doctor then decided to opened the patient in order to resolve the issue.